Event description:
It was reported that, during a pulse generator explant procedure, the doctor did not approve of the electrode placement. The doctor chose to explant the electrode along with the pulse generator. There were no additional adverse patient effects.